Event description:
Per the clinic, the patient sustained a blow to the head during a fall, resulting in no communication to the internal device. Explant and reimplantation is planned but had not taken place at the time of this report (B)(6), 2010.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; it is unknown if the patient was reimplanted as of the date of this report. (B)(4).